Manufacturer narrative:
Initial complaint implied the product failure was a contributor to the incident. Upon further research it was determined the product failure was the result of the patient fall and the product was not a contributor to the incident.

Event description:
An amputee patient was ascending the stairs while carrying an object and was not using a handrail. She fell while ascending the stairs, resulting in a broken bone in her foot and causing damage to her prosthetic knee.

Event description:
Above knee amputee patient wearing a total knee prosthetic fell on the stairs in her home. At that time, the top threading sheared off the knee. Her fall resulted in a broken bone in her foot. Her prosthetist said she is recovering from the fall.